Manufacturer narrative:
Additional information: one ampere¿ rf ablation generator was received into the lab for analysis. When power was applied to the generator, a slower than normal boot sequence was observed. All connector ports were then tested for functionality, numerous catheter codes were manually applied, various impedance & temperature values were also applied for investigation upon which all values were accurately tracked on the generator¿s display screen. Review of the engineering log files for the reported event date confirmed a generator malfunction occurred specific to the temperature control board however was unable to be reproduced during investigation. Based on the information provided to abbott and the investigation performed, the root cause of the field reported event citing a generator malfunction error with root cause successfully isolated to abnormal functionality of the temperature control board. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
During an atrial flutter procedure, when turning the ampere generator on, an error message was displayed. Troubleshooting included replacing the generator, catheters and connector cable, however resolution was not found. The procedure was cancelled and there were no adverse patient consequences.